Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a total knee surgical procedure, it was observed that the trigger on the battery oscillator device did not always start the motor. According the reporter, when this happened, a little hit on the motor would make it work again; the device seemed to be working intermittently. It was further reported that the device problem occurred before use on a patient. As a result, there was a five minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.